Event description:
Pt reported the infusion device displayed an error 7 (electronic error) message after the end of an extended bolus. Pt stated he thinks the infusion device has delivered too low an amount of insulin since (B)(6) 2011. Pt reported on (B)(6) 2011: at 10:30 am his blood glucose level was 186 mg/dl, he administered 1.5 units of insulin and 6.0 units of insulin via the infusion device and then ate; at 12:30 pm his blood glucose level was 163 mg/dl, he administered 1.0 unit and 3.0 units of insulin via the infusion device and then ate; at 3:00 pm his blood glucose level was 170 mg/dl, he administered 1.5 units of insulin via the infusion device; at 4:15 pm his blood glucose level was 145 mg/dl, he ate, changed the infusion set needle, and then administered 8.5 units of insulin via the infusion device; at 6:45 pm his blood glucose level was 57 mg/dl and he ate; at 11:30 pm his blood glucose level was 135 mg/dl and he administered 0.5 units of insulin via the infusion device. Pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.